Event description:
Low drain volume alarm that occurred during initial drain while using the homechoice system. The technical services representative had the home patient check for kinks and closed clamps and found that the home patient forgot to open the white clamp on the patient line. The patient line was full of air. The tsr assisted the hp to end therapy so he could start over. No patient injury or madical intervention was reported at the time of the incident.